Event description:
Information was received that reported a patient was hospitalized in 2006 with hyperglycemia and vomiting. The reporter stated that the patient performed a site change on the following month later that day, her blood glucose began to run high. They did not change the set and the elevated blood glucose levels continued through the next day and a half. At 5:00 am on the next day, she woke up vomiting and her blood glucose was still high. She was taken to the ER and at the time of admit, her blood glucose was >600mg/dl. The patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.